Event description:
It was reported to boston scientific corporation that a percuflex stent introducer was used during a pancreatic necrosectomy procedure performed on (B)(6) 2013 according to the complainant, during the procedure while advancing the device through the fiberscope, the pusher entered inside the prosthesis and deformed its proximal part making it difficult to advance through the scope. The stent was able to be advanced to the target site but was difficult to release. However, the procedure was completed with this introducer and stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. A picture of the device was received and the push catheter of the introducer was noted to be torn, therefore this has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4) for push catheter torn. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex stent introducer was used during a pancreatic necrosectomy procedure performed on (B)(6) 2013 according to the complainant, during the procedure while advancing the device through the fiberscope, the pusher entered inside the prosthesis and deformed its proximal part making it difficult to advance through the scope. The stent was able to be advanced to the target site but was difficult to release. However, the procedure was completed with this introducer and stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. A picture of the device was received and the push catheter of the introducer was noted to be torn, therefore this has been deemed an MDR reportable event. However, upon further review of the picture by the complaint investigation site (cis), no damage was noted to the push catheter. The stent (manufacturer report # 3005099803-2013-10423) was noted to be torn. Therefore, this is no longer an MDR reportable event.